Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of an upstream occlusion alarm, which confirmed the reported condition. No defect was observed during visual inspection. The upstream occlusion alarm was noticed during power on self-test. The cause for the reported condition was determined to be an occlusion sensor being out of calibration. To correct the condition, the occlusion sensor was recalibrated. The device was returned to the customer in good working conditions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a constant occlusion alarm was noticed on a flogard infusion pump. It is unknown when the reported condition occurred. There was no patient involvement. Additional information is not available.